Event description:
It was reported that subsequent to a bladder neck suspension procedure using the vesica kit screw assembly, but not the protegen sling, the pt experienced dislodgement of one of the bone anchors. The bone anchor has not been removed and the device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced a bone anchor problem and infection. The device was not returned for eval.